Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 52-year-old male with a history heart failure with reduced ejection fraction secondary to non-ischemic cardiomyopathy, chronic kidney disease stage 3b, and polysubstance use (alcohol and cocaine). The patient presented in cardiogenic shock after running out of prescribed medications. Prior to device implantation, the patient experienced worsening cardiogenic shock and renal failure requiring initiation of continuous renal replacement therapy (crrt) and extracorporeal life support (ecls). The initial planned device implantation was postponed for approximately 11 days due to cardiac clot formation. No documentation was provided regarding specific antithrombotic management during this interval. The patient subsequently underwent successful implantation of an impella 5.5 device as a bridge to left ventricular assist device (lvad) therapy. The patient was successfully bridged to lvad implantation. During the support period, the aortic placement signal was reported as unreliable at times. The field representative relayed information that he ao pressure on the impella was reset. After it was reset, it correlated w aline. Over the 15-day duration of support (noted as off-label use), one repositioning of the device was performed due to arrhythmia. On day 28 of support, minor bleeding at the access site occurred after patient mobilization. According to the clinical team, the issue was managed following the instructions for use, including application of manual pressure and dressing changes.